Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Power management board was replaced and the complaint was resolved. Calibration was performed and no abnormality was discovered.

Event description:
The international manufacturer's sales representative reported that the v60 unit cannot be turned on and so does not start working in operational check at sales office. There was no patient involvement.